Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that the device was "noisy and shaky". It was reported that the device was used in surgery but without any patient or user injury. It is unk if medical intervention occurred. It is unk if there was a delay in surgery. No add'l info is available.